Manufacturer narrative:
Reviewing attached picture, the complaint description can be confirmed that the screw head recess is deformed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot: manufacturing location: (B)(4), manufacturing date: jul 10, 2018, part number: 400.834e, ti low profile neuro screw self-drilling 4mm, lot number: h680657 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: 21015, tialnbri4.00, lot number: h511969, lot quantity: (B)(4). Certified test report supplied by (B)(4) dated nov 10, 2017 and certificate of test supplied to (B)(4) by (B)(4) dated jun 16, 2017 were reviewed and determined to be conforming. Lot summary report dated nov 21, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: jun 17, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a surgery of cranioplasty, two screws head were damaged, and one screw was broken off into two pieces. Two damaged screws were not removed but one removed from the peek. The surgery was completed without delay. There was no patient consequence. This complaint involves two (2) devices. This report is for (1) ti low profile neuro screw. This is report 2 of 2 for (B)(4).